Event description:
Report received indicated that during a warehouse labeling overseas there was a hair like particle noted inside the sterile pouch. The shipping box and sterile pouch were received intact. The product was not clinically used. This product will be return for evaluation and testing. Add'l info will be sent within 30 days upon receipt.